Manufacturer narrative:
Analysis was normal. No device problem found.

Event description:
It was reported the patient presented in clinic for a follow up with tenderness and wound dissonance around the pocket. Upon examination, it was observed a pocket infection developed a month after a implantable cardioverter defibrillator replacement procedure. The system was explanted. There were no patient consequences during or following the procedure.